Manufacturer narrative:
No unexpected scrolling/ramping of numbers or battery out limit alerts noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had cracked battery tube threads, minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that buttons were stuck and not responding. It was also reported that the battery compartment was cracked. Customer removed battery due to keypad anomaly and received a battery out limit alarm. It was reported that customer wears insulin pump with keypad against skin. It was reported that insulin pump would be replaced.